Event description:
It was reported that during a breast biopsy on (B)(6) 2026 with an eviva device that "the device failed to lavage" and "the saline was not pushing through the specimen". Customer outreach was performed and confirmed "a 2nd incision (puncture) had to be made to use the 2nd needle" to complete the procedure. The "clogged samples were also retrieved manually". The patient experienced "a lot of anxiety and discomfort" and "had a vasovagal reaction also due to the prolonged time of procedure". No further information is available at this time.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.